Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl+ defibrillator, indicating a problem with the device's battery. There was no reported patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ defibrillator/monitor, which has reached the end of its product life cycle. The end of support date for the device is 31-december-2022. The customer was aware of the end-of-life terms, and the device remains at the customer's site. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of life and replacement parts are no longer available. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.